Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and trends was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a post appendectomy patient was undergoing an abscess drainage procedure using a quick-core coaxial biopsy needle set. The physician removed the coaxial needle from the quick core set to use for the procedure; however the physician could not remove the inner stylet. The physician was able to get the inner stylet out of the cannula, however it was reported as "extremely difficulty." The physician was able to complete the procedure with the complaint device. There are no reported adverse patient consequences. The device that is the subject of this report is not available for evaluation.